Manufacturer narrative:
H4: the lot was manufactured from november 17, 2022 - november 18, 2022. H10: th actual device and a photograph of the sample were received for evaluation. The device was received partially filled with solution. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. The fill port connector cap was removed and no issue was observed of connector and cap areas. The photograph was reviewed and showed a white irregularly shaped polymeric appearing particle in the fluid pathway.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name:(B)(6) e1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.